Event description:
(B)(4). The end user states 3 or 4 bolts have fallen out of the chair randomly. He states the back of the chair comes loose constantly and the provider keeps having to tighten the hardware on the chair. The end user states he isn't a patient person and has been in contact with the provider for 2 weeks regarding the issue. The end user isn't getting a response from the provider and is demanding the chair be replaced. No injuries noted and the chair has been in the consumers possession for 3 months 7857hf.